Manufacturer narrative:
The investigation determined that two lower than expected vitros tropi es results were obtained from a cap proficiency sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, the most likely assignable cause for the event is an unknown sample related issue with the cap proficiency sample. There is no indication that the vitros 5600 integrated system or the vitros tropi es reagent malfunctioned. However, as the customer does not process a control fluid with a troponin I concentration at or below url, a reagent issue cannot be ruled out entirely at that concentration. A definitive assignable cause could not be determined.

Event description:
The customer obtained two lower than expected troponin I es results from a college of american pathologysts (cap) proficiency sample tested on a vitros 5600 integrated system. Cap cr-02 vitros tropi es result of 0.02 ng/ml versus expected 0.094 ng/ml, using vitros tropi es reagent lot 2430. Cap cr-02 vitros tropi es result of 0.012 ng/ml versus expected 0.094 ng/ml, using vitros tropi es reagent lot 2470. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The lower than expected vitros tropi es cap proficiency fluid results were from non-patient fluids and were reported from the laboratory to the proficiency provider (cap). This report is number one of two 3500a forms filled for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).